Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the peritoneal effluent fluid was clear. The patient was recovered from the peritonitis event (previously the outcome was unknown). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection amikacin (500mg, once daily) intraperitoneally. The outcome of the peritonitis event was unknown. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.